Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: motor does not turn: motor replaced. Short circuit in the motor cable. Motor cable replaced. Cut in the motor cable. Motor cable replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed. The cut in the motor cable is the possible cause for the short circuit in the cable, resistance values of the keypad are out of range and the motor being stuck but we cannot determine a definitive cause for the failure. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. The device was returned to customer after service. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed and the cable damaged. There was patient involvement but there was no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.